Event description:
The customer reported that prior to use on the pt, the electrosurgical pencil was plugged into the generator and the pencil immediately activated.

Manufacturer narrative:
Date of initial report: 05/05/2009. The incident device was checked for continuity with acceptable results. When plugged in to a 40k ohm test box, the device passed the self key test. The device was disassembled to inspect the switchbase. Signs of corrosion and rust at the electrode insertion point were found as if the device was exposed to moisture over an extended period of time or a sterilization process which could cause self activation to occur. We were unable to duplicate the customer's report of self activation. The pencil switch is sealed and fluid resistant. If conductive fluid fills the inside of the pencil body, that fluid can carry current from the electrode contact through the interior of the pencil. This pencil is single use only and is not designed to withstand resterilization. The IFU for this device states to discard the pencil, electrode and holster after use.